Event description:
Pt had fallopian tube clips applied. Following the procedure the pt complained of various physical problems with pain and discomfort. The clips were believed to be the cause of the physical discomfort and they were removed in a second operation. Similar problems continued to occur, resulting in a hysterectomy in 1995. The PMA for the device includes adverse effects that are known and that may be related to some of the medical problems that were reported.